Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that a patient was removed from an 840 ventilator and placed on a second ventilator. According to the report from the customer the ventilator was inoperative. The patient was not harmed or injured as a result of the event. Covidien customer support engineer (cse) inspected the device and found to fault. The unit passed extended self-testing.